Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05645. Patient not yet revised.

Event description:
It has been reported that the patient had initial reverse shoulder arthroplasty on an unknown date. Subsequently, patient dislocated and is being considered for a revision surgery. No additional patient consequences were reported.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient had initial reverse shoulder arthroplasty on an unknown date. Subsequently, patient dislocated and is being considered for a revision surgery. No additional patient consequences were reported.